Event description:
During follow-up while performing diathermy, the device pacing was inhibited for a few minutes. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of no output was not confirmed. The analysis performed indicated normal device characteristics. The device output was monitored, and no anomaly found. The user manual states electrosurgical cautery can inhibit device operation and warns against the use of electrosurgical devices in the vicinity of an implanted pulse generator. A longevity assessment was also performed and the device was in the normal range of operation with appropriate remaining longevity.